Manufacturer narrative:
In the physician's opinion, the iol damage was most likely caused by a loading error.

Event description:
It was reported that the li61se lens was inserted into the pt's right eye and immediately removed as the haptic became dislodged intraoperatively. The incision was enlarged in order to remove the lens and another iol of the same model was successfully implanted. Reference MDR # 1119279-2011-00081.